Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer reported that she performed a set change, then received an additional no delivery alarm. Blood glucose level at the time of the call was 400 mg/dl. The insulin pump was not replaced or returned for analysis.